Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. E.1. Initial reporter addr 1: (B)(6).

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes customer states that they have seen a large increase in the incidence of sodium flyers pst tubes, which causes an erroneous results. This event occurred 3 times. The results were not reported and there was no patient impact. This is the 6th of 6 events. The following information was provided by the initial reporter. The customer stated: we have seen a large increase in the incidence of sodium flyers on the vitros in our regional labs using pst tubes. Investigated and suggest the issue could be related to the vacutainers ¿ either the centrifugation speeds or the gel integrity.